Event description:
Surgeons reported "femur proximal miss-drilling while using the device during surgery".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.